Event description:
Information received indicates the brake will engage but the brake caster continues to swivel.

Manufacturer narrative:
The technician replaced the worn brake caster to repair the bed.